Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device did not provide any voice prompts when it was powered on. During device evaluation, physio-control confirmed that the device did not start the voice prompts, and that several event codes had been logged into the device memory. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and determined that the cause of the reported issue was due to an open solder connection joint at the positive tinsel wire and solder lug of the speaker assembly.